Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with these issues during the production of this batch. However, a trend has been identified for the reported failure of retraction failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information. It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle did not properly retract and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: "the needles were not retracting back and causing the seal to break making the blood flow coming out all over the patient. This happened with once and xx once .immediately pulled that lot number so it did not happen again after that.¿

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle did not properly retract and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: "the needles were not retracting back and causing the seal to break making the blood flow coming out all over the patient. This happened with once and xx once. Immediately pulled that lot number so it did not happen again after that.¿

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.